Event description:
It was reported that a lead was replaced. Later, it was reported by the patient that there was a malfunction and that the device was beeping every two hours for two weeks. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.